Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted base station device, (B)(6) 2022. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device the anterior chamfer cuts were not straight. It was reported that when the user used the trial, it was confirmed that the trial was loose and floppy and the cuts were over resected more laterally than medially. It was additionally reported that the surgeon used manual instruments and cemented the final implants in order to complete the procedure. It was reported that there appears to be an over-resection of the lateral side of the anterior chamfer cut. It was estimated to be 2-3mm. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the device log files were reviewed and it was found that the reported condition was confirmed. The issue related to the trial being loose and floppy could not be confirmed as that fit was not recorded by the log files. During review, it was determined that no array motion was suspected and there did not appear to be any issues with saw blade calibration. It appeared that there may have been a small variance of 0.5mm on the medial and lateral side of the anterior chamfer resection when measured with the system pointer. The most probable cause was determined to be due to blade deflection and cut initialization. The evaluation concluded that there was no defect nor failure of the system that would have been expected to cause or contribute to the reported event.